Event description:
The perfusionist reported that at the beginning of the cardioplegia procedure during administration of the induction dose, he observed a water leak from the mps console. He reported the water appeared to be coming from the heat exchanger and he subsequently heard a grinding noise. The perfusionist reported the console then displayed an error code and use of the console was ceased. The cross clamp was removed and the pt's heart fibulated for approx 10-15 minutes while the console was replaced by another unit. It was reported that the induction dose was successfully completed and the procedure completed with no pt complications noted. The console was returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
(B)(4). Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.